Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was in the 19-200 mg/dl range. Customer experienced a hypoglycemic event, customer passed out, low blood glucose sneaks up on them and they were hospitalized. Customer advised the battery on the insulin pump dies within 2 days and the charger was cracked. Customer goes to the hospital up to 6 times in a year and declined to speak to the 24 hour help line.